Manufacturer narrative:
Batch review performed on 27 march 2017. Lot 155654: (B)(4) items manufactured and released on 18 december 2015. Expiration date: 2020-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to feeling unstable. The stem subsided, the cause of the stem subsiding is unknown. The surgeon revised stem, head and liner. The surgery was completed successfully. X-rays and explants are not available.